Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 570 mg/dl. During troubleshooting with plunger and a 5.0 unit manual prime, customer was able to resolve no delivery with infusion set change. Customer was advised that infusion sets would be replaced. Customer also reported of pre-filling reservoir and placing it in the refrigerator. Customer was advised against doing this.